Event description:
A doctor's office alleged that seven (7) patients had experienced discoloration in their restorations after placement with the maxcem elite clear product. This is the first of seven (7) reports.

Manufacturer narrative:
Specific patient information with regard to gender, age and weight was not provided. The office could not recall patient or incident details; however, the office reported that the patient had experienced a debonding of two (2) bruxzir crowns. The crowns were cleaned out and re-cemented. The doctor will re-do the restorations for each of the discolored restoration. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.